Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿litigation alleges that the patient suffered synovitis; mechanical complications total hip replacement, tissue necrosis and inflammation, loosening of the prosthesis, chromium and cobalt toxicity and complications therefrom, physical pain and disfigurement.update rec'd 10/15/2014 - used medical device declaration for shipping and decontamination forms received. Dor provided. Stem and sleeve added for elevated metal ion levels. Stem remained in situ.this complaint was updated on 11/12/2014.